Event description:
On (B)(6) 2010, the patient underwent an abdominal aorta replacement with y-shaped surgical graft to repair an abdominal aortic aneurysm. Debranching surgery from the ascending aorta to brachiocephalic, left common carotid, and left subclavian arteries was also performed. At the conclusion of these surgeries, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tgt4020/8116331) to repair a descending thoracic aortic aneurysm. Total amount of blood loss during the whole procedure was reportedly 1,500 ml. It is unknown if transfusion was performed. On (B)(6) 2010, the patient developed paraparesis on the left lower extremity due to spinal cord ischemia. The paraparesis was treated with cerebrospinal fluid drainage. On (B)(6) 2010, perforation of the intestine was confirmed and resulted in generalized peritonitis. The patient later on the same day developed sepsis and then expired.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative - additional event details: the cause of the paraparesis was that sufficient blood pressure could not be sustained during the procedure, although vasopressor was administered. The cause of the intestine perforation was ischemic enteritis, most likely resulted from using vasopressor, vessels being constricted, blood circulation being poor, and then the intestine being ischemic. No treatment was done for the perforation of the intestine. No autopsy was performed.